Manufacturer narrative:
This information is based entirely on journal literature. This event occurred outside the u.s. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The baseline gender/age of the patients represented in the article is male/(B)(6) years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Correspondence was sent to the author requesting additional information, with no reply at the time of this report. If additional relevant information is received, a supplemental report will be submitted. Referenced article: "epicardial lead implantation techniques for biventricular pacing via left lateral mini-thoracotomy, video-assisted thorascopy and robotic approach." The heart surgery forum. 2003. 4883.6: (5).

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique lead serial numbers. The article reports that there were lead displacements noted. There were also prolonged operation times due to electrodes on the lead tips needed to be fixed and tested separately. There were patients who experienced pneumothorax (with no intervention taken), exit block, and one patient who had an occluded upper lobe of the right lung, which post-poned surgery for four days. The status of the lead is unknown. Follow up did not yet yield any additional information. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.